Event description:
It was reported that the 2.5 x 12 mm xience stent delivery system (sds) failed to cross through a previously placed stent [placed in prior procedure] and was removed from the patient. The 2.5 x 23 mm xience (sds) was then attempted. It crossed through the previously placed stent, but would not cross all the way to the lesion. The physician continued to attempt to advance it to the lesion, and the stent dislodged, remaining on the guide wire. It was deployed with a smaller balloon just proximal to the lesion. No additional information was provided.

Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The product was not returned and may have aided in the investigation. However, there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. Since it was reported that the 2.5 x 23 mm rx xience v sds was advanced through a previously deployed stent, it should be noted that the xience v instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, it is likely that advancing the 2.5 x 23 mm rx xience v sds through the previously deployed stent and/or the circumflex (cx) lesion characteristics and/or anatomy contributed to the reported stent dislodgement, which required additional therapy/non-surgical treatment but resulted in a foreign body in the patient. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the cx lesion characteristics and/or anatomy, as a 2.5 x 12 mm rx xience v sds also failed to cross. In this case, the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The customer reported the stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.